Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = according to the information received, ¿it was reported that the size 4 4mm posterior augment trial no longer snaps on to the femur trial. There was no surgical delay". The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the post of the pfcsigma post femaug trl4mm s4 has broken off, fragment was not returned for evaluation. Additionally, the device shows an overall worn appearance consistent with normal and repetitive use over a long period of time. Based on the damage of the post it is reasonable that the observed condition prevents the device from holding and/or assembling the femur trial as intended. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing for over 27 years old. The overall complaint was confirmed as the observed condition of the pfcsigma post femaug trl4mm s4 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (d0996) provided is not a valid finished goods lot# h3.

Event description:
It was reported that the size 4 4mm posterior augment trial no longer snaps on to the femur trial. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.